Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.3 cm from the distal tip. The catheter appears to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter. (B)(4).

Event description:
It was reported the catheter ruptured during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00039.